Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her infusion set tubing had pockets of air inside of it. The patient's blood glucose at the time of incident was 400, and at the time of call it was 445 mg/dl. The customer did not feel symptoms of hyperglycemia. She treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose. The customer stated that she began using the insulin pump in 2006 and she still does not understand the device. No products were returned or replaced.